Event description:
A pharmacist from the facility reported to baxter (B)(4) of an administration set in which the operator found the packaging damaged before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of an administration set in which the operator found the packaging damaged before patient use was confirmed during sample evaluation. One sample was available for evaluation at the plant. Visual inspection confirmed that the packaging was damaged. The assignable root cause of the reported condition was related to an operational failure during the assembly process at the plant. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.